Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 20-october-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced both syringe tips but still received high total area flags. The customer checked the tube and many were very short draws. The fse installed a venting sample needle and the total areas were back to normal. All errors cleared and the g8 instrument is operational. No further action is required by field service. The most probable cause for the reported event was a special venting needle needed to be installed.

Event description:
On (B)(6) 2016, a customer reported high total areas on the g8 instrument. However, when the customer repeats the sample, the total areas are normal. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.